Manufacturer narrative:
Beckman coulter (bec) field service engineer (fse) was dispatched and evaluated the instrument. The fse identified that the ise ( ion selective electrode) buffer nozzle was intermittently dripping into the dilution pot. This resulted in the over dilution the samples and thus the generation of low sodium results. The fse cleaned the buffer nozzle and advised the customer to regularly clean the nozzles. The customer is also monitoring the issue for any further lower results. No patient demographics were provided.

Event description:
A customer in south africa reported to beckman coulter the generation of two erroneous sodium results on their au5800 clinical chemistry analyzer. These results were not reported outside of the lab and there was no change to patient treatment as a result of this event. Quality controls (qc) run before and after these events were within specification.